Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the they were going to have the device removed as they no longer use. They noted they had a bladder sling done and could not have an MRI that they needed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that probably the last 3 months or so her device has gone haywire on her because she has had a return of symptoms. The patient stated she has tried changing programs and getting reprogrammed, but nothing has worked. The patient stated that she has a hcp appointment on monday and was going to ask her doctor for help then. There were no further complications reported.